Event description:
It was reported that; plif (l4-5) was performed on (B)(6) 2015. Additional fixation (l5-s1) was performed on (B)(6) 2016. One month after the second surgery, the breakage of s1 screw was found. The revision surgery is not planned at present.

Manufacturer narrative:
Device history review, complaint history review, risk assessment; the device is still implanted and not returned. Two possible lot numbers were provided. Upon manufacturing history review for both lot numbers, no relevant issues found. Due to the absence of device for evaluation and lack of sufficient information, the root cause of this event cannot be determined conclusively, and it therefore multifactorial.

Event description:
It was reported that; plif (l4-5) was performed on (B)(6) 2015. Additional fixation (l5-s1) was performed on (B)(6) 2016. 1 month after the second surgery, the breakage of s1 screw was found. The revision surgery is not planned at present.